Event description:
It was reported that pump touchscreen was frozen and became unresponsive, preventing customer from interacting with pump screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.